Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that stent thrombosis (st) occurred. In (B)(6) 2010, the patient was presented with stable angina and was referred for cardiac catheterization. The target lesion was a 90% stenosed, de novo lesion located in the proximal right coronary artery (rca) extending to the middle rca and was 52 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mmx24mm and 3.00mmx28mm promus element stents. Following post dilatation, residual stenosis was 1%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was presented with severe central chest pain radiating to the jaw and arm worsening in frequency and severity. The patient was diagnosed with worsening angina and was found to have anterior t-wave inversion. The patient was hospitalized on the same day. Selective coronary angiography revealed thrombosis of the previously placed 2.5 mmx20 mm liberte stent in the proximal left anterior descending (lad) artery extending to mid lad. Four days post hospitalization, the stent thrombosis was treated with direct placement of drug eluting stent in proximal lad extending to mid lad. The event was considered to be resolved without residual effects and the patient was discharged on the same day.